Event description:
It was reported that the patient received inappropriate shocks due to oversensing. This lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 16, 2024 to december 22, 2024 recorded the gradually increasing pacing impedance from approx. 750 ohms to approx. 1500 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. The available x-ray images showed the lead under complaint and the nearby leads in the implanted state. The leads were located in several loops in the pocket region. Interaction between the nearby leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.